Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to improper sizing. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Updated fields b5 event description, b7 other relevant history, and h6 patient codes and conclusion codes.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) was no longer fitting the patient properly. The original implant was believed to be incorrectly sized resulting in atrophy. The device was explanted and replaced. There were no patient complications reported.